Event description:
It was reported when using the pyxis medstation es system, a refrigerator continues to experience hardware malfunctions. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a fridge hardware malfunction. A field service engineer effectively reseated latches to address the problem. The system functioned as intended after the field service engineer had troubleshot the device. A technical support specialist confirmed that there had been a delay in dispensing medication to the patients.